Event description:
It was reported that the device had fast battery depletion and that no telemetry was possible at interrogation. It was indicated that interrogation was possible on explant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Between the performance of the device and any injury that may have occurred.